Manufacturer narrative:
The customer¿s report of tubing cracked and leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed on the set during visual inspection. Functional testing was performed by filling up the lab IV bag with blue dye and attaching the returned set and allowing fluid to flow through the set via gravity. The set flowed freely without any leaks noted on the tubing to male luer or at any of the components. The set was then loaded into a pump module and programmed to perform pump infusion of dyed blue water at 125 ml/hr. For 1 hour. The infusion reached completion without any alarms or leaks in the tubing. The set was pressure tested while submerged underwater at 30 psi of air. There were no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. Note: the concomitant set that was connected to the end of the suspect set male luer was not returned for investigation. The root cause was not identified.

Event description:
It was reported that the tubing cracked and leaked while connected to a young male adult. When the rn was connecting, with gentle torque, the distal end of the tubing to the port on the other set, the distal end of the connector cracked and leaked compromising the integrity of the connection. There was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing cracked and leaked while connected to a young male adult. When the rn was connecting, with gentle torque, the distal end of the tubing to the port on the other set, the distal end of the connector cracked and leaked compromising the integrity of the connection. There was no harm.